Event description:
Pt fell and tore rotator cuff. Three weeks post-op pt noticed a red line on incision. Pt was started on amoxycillin (po) for 3 days. Later, the incision dehisced and exhibited purulent drainage. Pt was placed in keflex. Infection cleared but recurred when pt went off antibiotics. Pt has indicated that several reconstructive surgeries were performed.